Manufacturer narrative:
Pump received with the operating currents within spec and passed the unexpected restart error test, self test, and the displacement test however, the pump received a motor error alarm during the basic occlusion test due to faulty force sensor resistor. Unable to perform the occlusion test, prime test, excessive no delivery test, or the delivery accuracy test or verify no delivery/occlusion alarm and possible over delivery anomaly due to motor error alarm. The motor was tested outside of the device and passed. Pump received with cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window, stained keypad overlay, stained address / serial number label, missing end cap sticker, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 21 mg/dl at the time of the incident, a day after they did a set change. The customer was at 72 mg/dl at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. The customer believes the pump is over delivering as they ate a lot of food and did not bolus, but still went low. Troubleshooting was completed but did not resolve the issue. Customer reported issues with defective infusion sets causing a car accident and an infection. The customer reported a lot of motor error and no delivery alarms. The insulin pump will be returned for analysis.